Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hematoma first appeared on (B)(6) 2017. The physician moved the ins two centimeters medial on (B)(6) 2018 and the hematoma resolved. The serial number of the ins was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal cord stimulation. It was reported that there was a big hematoma in the zone of the implant for the second time. The patient said that the hematoma appeared on (B)(6) 2017. The patient went to the dermatologist and received cortisone without good results. The cortisone worked in the beginning, but later did not. The issue was not resolved as of (B)(6) 2017. The neurosurgeon explored the patient and found a possible movement of the ins. The neurosurgeon wanted to move the ins to a new bag with the best practice. Surgical intervention was scheduled for (B)(6) 2017. It was noted that in (B)(6) 2015, the ins was moved to a new pocket 2 centimeters up-lateral. The issue occurred during normal use. The patient was alive with injury.